Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, the implant was too small, not allowing for use of the zb oss poly bearing to be inserted between the distal femoral component and the custom baseplate. The surgeon was able to use the device without the bearing component by locking the knee through the axial pin.

Manufacturer narrative:
This device is a custom product and not commercially available by mpo. Therefore the event is not reportable. Please void the initial report.